Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hub leak at the y site is confirmed. One opened 20 ga x 0.75 safestep infusion set was returned for evaluation. The safety mechanism was returned fully activated. Blood residue was present withing the extension tubing and y-site. No apparent leaks or splits were noted in the tubing. The proximal luer connector was flushed with water and no leaks were observed. The distal clamp was activated in order to pressurize the device. A bead of fluid was observed to form at the blue valve in the y-site. No apparent damage or deformation on the valve was noted. The leak was non-continuous and was observed to occur when experiencing pressure. Since a bead of fluid was observed to leak, the complaint is confirmed. The product instructions for use warnings state, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿

Event description:
It was reported that after flushing, the blue site will leak. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfnf064 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asfnf064) have been reported from the same facility in (B)(6).

Event description:
It was reported that after flushing, the blue site will leak. No other information was provided.